Manufacturer narrative:
H6: the authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure). There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it being unable to maintain peep (positive end expiratory pressure) was confirmed. Ventec also observed that the ventilator measured lower peep than set and that its exhaled tidal volume (vte) levels were low. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.